Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) adult dual-heated breathing circuit was returned to fisher & paykel healthcare in new zealand. The complaint device was visually inspected and pressure tested for leaks. Results: no fault was found with the returned breathing circuit or the dryline. The pressure test result was within the required specification. Conclusion: the fault reported by the customer was not replicated during testing. The leak the customer experienced is most likely due to the feedset not being connected to a waterbag. The feedset winder is designed to secure the feedset and spike during transport and storage. It is not designed to seal the spike. All breathing circuits are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. The user instructions that accompany the (B)(4) adult dual-heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm."

Event description:
A healthcare facility in (B)(6) reported that the rt210 adult dual-heated breathing circuit failed the leak test. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint adult dual-heated breathing circuit is currently en route to fisher & paykel healthcare (B)(4) for further investigation. We will provide a follow up report upon the completion of our investigation.

Event description:
A healthcare facility in wisconsin reported that the rt210 adult dual-heated breathing circuit failed the leak test. There was no patient involvement.